Event description:
According to the reporter, "we received a complaint from our customer regarding the suture being off the needle on two units."

Manufacturer narrative:
Investigation initiated under complaint (B)(4). Two affected units were reported from lot 24090603. A separate complaint involving the same malfunction mode from lot 25052102 is being evaluated under a separate MDR 3009681798-2026-00022. The product was not returned for evaluation. A review of the device history records was performed and all product met requirements prior to release. No nonconformities were noted during production and all finished goods testing requirements were met prior to release. Retain samples from the affected lot were evaluated and passed all applicable testing requirements. There was no evidence that the device failed to meet specifications and the complaint could not be substantiated. A definitive root cause for the reported event could not be established. This report and use of categorical definitions required by FDA form 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees caused or contributed to the event described in this report. Riverpoint medical has submitted this report in compliance with the medical device reporting requirements of 21 cfr part 803. If additional information becomes available, a supplemental MDR will be submitted as required.